Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿the tibial component shows very large cavities posteriorly in addition to the radiolucence and cavities in the anterior region. This shows clear loosening, migration cannot be confirmed within the present images. The pe cannot be assessed directly, there are no clear signs of loosening or migration. The talar component does show radiolucence and some small cavities. This indicates loosening. Migration cannot be confirmed for the talar component with the present information.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities near both tibial and talar component suggesting poor bone quality which resulted in loosening of implant if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.